Manufacturer narrative:
After replacing the ventilator motor the device passed all service tests according ipm-l dräger service procedure. Therefore the root cause was a nonfunctional ventilator motor identified by the responsible service technician. Also the evaluation of the fabius log file confirms an issue with the ventilator on the date of event. In this case the fabius shuts down automatic ventilation and the device will generate an audible alarm and a visible alarm message "ventilator fail". In this case automatic ventilation is not possible. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. The fabius motor assembly has brushes, ball bearing, commutator disk and a spindle which are affected from aging caused by wearing. The kollmorgen motor assembly, that was installed in the objected device, has been designed for a durability of >10 years (5 hrs/day, 5 days/week). The involved motor is approx. 12 years old and has reached the estimated lifetime. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported the vent failed while in use. There was no injury to the patient.